Event description:
It was reported there was an error message which happened during latest software update. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer powered up with a system error. Programmer agc (automatic gain control), software controlled gain found out of specification. Link electronics module printed circuit board found out of specification. Power cord door found broken.